Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards was informed that a 29mm mitral pericardial valve was explanted due to regurgitation and stenosis one (1) day post implant. As reported by the surgeon, one of the stitches that held the prosthetic annulus to native remnant annulus was caught about one of the struts of the prosthesis (suture loop). Per the surgeon, this was a technical error. The valve was then moderately stenotic and regurgitant and led to the replacement the following day.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: through follow up with the surgeon, it was learned the device is not available for return and evaluation. However, the DHR review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. It was also learned this device was replaced with another edwards lifesciences mitral pericardial valve. This explant was determined a technical error and described as a suture loop by the surgeon. During mitral bioprosthetic valve implantation, the valve strut posts extend down into the left ventricle, out of direct visualization of the surgeon. Since the strut posts, the loops of the annular sutures and the subvalvular structures are not visible during valve implantation, the surgeon faces inherent challenges while implanting mitral valves. Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation. The carpentier-edwards perimount plus mitral pericardial bioprosthesis has multiple design features to facilitate successful valve implantation. This valve has an innovative low profile design with short struts as compared to porcine valves. This feature minimizes the risk of left ventricular outflow tract obstruction by the prosthesis and the risk of ventricular damage in patients with a small ventricular cavity. Additionally, the carpentier-edwards perimount plus has an integrated holder, the tricentrix holder system, to provide ease of use and increased visibility. Its innovative tenting system protects the struts from entrapping a loose suture or chordae. The three stent posts retract toward the center of the valve when the tricentrix holder system is fully deployed. As with any stented mitral bioprosthesis, special care must be taken during implantation to avoid looping a suture around one of the strut posts or inserting a post behind a strand of chordal tissue when chordal sparing implant techniques are used. Suture looping is technique related. No device malfunction was alleged or identified in this event.